Event description:
It was reported that a linx was explanted because of dysphagia and continuous vomiting. The patient has lost about 10 kg of weight.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, vomiting and weight loss? Besides the reported dysphagia, vomiting, and weight loss what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 28613 batch number, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2022. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Gastroscopy dated (B)(6) 2020: grade a according to la classification. Despite multiple inspections in inversion no reliable evidence of an anamnestically described axial hiatal hernia with overall sufficient and inconspicuous cardiac closure. Ph-metry: markedly elevated reflux episodes with predominantly mild acid-associated reflux symptoms and a pathologic demeester score. Findings are consistent with mild reflux disease. Manometry: no chicago classification abnormality found. * findings are based on the published chicago classification model and are intended to guide patient diagnosis only. Interpretation/findings only basal pressure measurement shows a minimally decreased relaxation pressure of 4.4 mmhg, otherwise overall unremarkable manometric swallow with good cooperation. When using the linx sizing device what technique was used to determine the size? Done in the presence of a procter insertion of the measuring instrument (sizer) and measurement of the diameter of the esophagus at 16 mm. Insertion of a 16 linx® tape and locking of the tape in the intended manner. The tape has an ideal position around the abdominal esophagus at hiss's angle. The band has a few mm of play to the esophageal wall. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Severe, weight loss of 10kg. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Circumcision of the esophagus and slinging of the esophagus with free preparation of both diaphragmatic legs. The existing gap is closed with a z-suture (ethibond). Were there any other contributing factors that led to the removal of the device other than the reported dysphagia, vomiting and weight loss? No. Besides the reported dysphagia, vomiting, and weight loss what was the reason for removal of the linx device? No other reason. Was the device found in the correct position/geometry at the time of removal? Yes.